Manufacturer narrative:
Additional information: b5, b7 and h11. B5: upon follow up, it was reported that antibiotic treatment was discontinued on an unknown date. It was reported that the patient was recovered from abdominal pain. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized on the same day as event and remains hospitalized. The same day as event onset, the patient was treated with vancomycin injection (dose unknown/every 3rd day/intrapertoneally) and ceftazidime injection (dose unknown/once daily /intraperitoneally) for peritonitis and still ongoing. At the time of this report, the patient was recovering from the peritonitis. Pd therapy is ongoing. It was reported the retraining for break in aseptic technique was done. No additional information is available.

Manufacturer narrative:
Additional information: b5 b5: upon follow up, it was reported the patient was discharged from the hospital (unknown date) and was recovered from peritonitis and cloudy pd effluent. On an unknown date, pd therapy was discontinued and the patient was shifted to hemodialysis therapy (twice a week, ongoing). Should additional relevant information become available, a supplemental report will be submitted.